Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x32mm promus premier drug-eluting stent was advanced to treat the lesion. However, shaft separation was noted after stent deployment. The stent delivery system, guide catheter and guidewire were removed. A guide catheter was reinserted and a the vessel was rewired. Post dilation was then performed and the procedure was completed. No patient complications were reported.